Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06059. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented due to stable angina and the index procedure was performed. The 90% stenosed, 45x2.25mm, diffused, concentric, de novo, type c target lesion with a bend of under 45 degrees was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery with timi flow 3. After pre-dilatation, a 2.50x32mm promus element plus drug-eluting stent was implanted to treat the lesion at 16 atmospheres. Post-dilatation was performed with residual stenosis of 25%. Also, a promus element stent was implanted during the index procedure and the procedure was completed. Four days later, the patient was discharged from the hospital. In (B)(6) 2015, a coronary restenosis was noted and percutaneous coronary intervention (pci) was performed in mid lad and the restenosis disappeared on the same day. No further patient complications were reported and the patient's status was recovered.